Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported event was confirmed, the cause could not be further specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Evaluation found that the insertion tube boot was detached, the insertion tube was dented/buckled, light guide lens was cracked, and the video connector had scratches/dents. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the rhino-laryngo videoscope had parts fall off from the distal end (including the bending section cover or distal sheath) and the rubber at end of pistol grip was detached. There were no reports of patient or user harm associated with this event.